Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery must be changed within 10 hours and is using the proper battery. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm without warning. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.